Manufacturer narrative:
The tech replaced the worn brake and brake/steer casters, the stiffener plate and bushings to repair the bed.

Event description:
Info received indicates the brake will not hold.